Event description:
Patient underwent cervical vertebra (c3-c7) posterior cervical decompression, posterior cervical fusion and instrumentation. Utilization of bone morphogenic protein (bmp). Post-operative neck swelling was observed. During extubation attempt, pt self extubated and clinicians were unable to reintubate despite multiple tries requiring tracheostomy.